Event description:
It was reported that this right atrial (ra) lead exhibited noise and low out of range impedance measurements. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this lead remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).